Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump, indicated by malfunction code 0-0x277d. The customer¿s blood glucose level exceeded 500 mg/dl, displaying as ¿high¿ on the device, due to the malfunction. To address the high blood glucose level, the customer administered a correction bolus via the pump and received guidance from technical support to reset the device, which resolved the issue. Customer was instructed to monitor the device and to contact support if the malfunction recurred, but no further malfunctions occurred after the reset, allowing continued use of the pump.